Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the spring mechansim broke. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: - visual examination: it is visible that the welding at the bolt of the closing mechanism is broken. The production documents showed that the complained parts had been manufactured according to specifications by the supplier but the analysis of the drawings showed that the tolerances of the rasp adapter and the trial rasp could lead to incompatible dimensions under worst case conditions and this incompatibility could lead to the non complete closure of the ratchet in the foreseen final position. Since the inspection gauge used to check the handle didn¿t cover the interference tolerance worst case, the issue could not be detected during the incoming inspection. The parts still in the central warehouse and being manufactured were checked with rasps with critical dimension until a specific 3d measuring program was developed and 33 parts out of the 110 checked once showed the closure issue, but in all cases it was possible to close the ratchet manually and to reopen it by simply using additional force. Still the affected parts were sent to the supplier to be reworked and correct the issue. Corrective actions were performed and included the modification of the contour tolerances of the handle, the creation of a new inspection gauge to check the coupling with the rasp and finally the inspection plans were updated by including the new gauge. All planned actions were correctly implemented, the analysis of tolerances interference showed that the identified issue was eliminated through the design change and no further complaints concerning the new produced parts were received. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the mechanism at the end of the mis, rasp handle, double offset, left (spring mechanism) was broken causing troubles during surgery. No harm to patient or surgery delay was reported. Another product was used to complete the surgery. The date of the event is unknown.

Manufacturer narrative:
Additional information received on november 29, 2016. The manufacturer received the device, investigation is ongoing. As soon as supplemental information and/or an investigation result become available, an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4). Under investigation.

Event description:
It has now been reported that the spring mechansim broke during surgery on (B)(6) 2016.